Event description:
It was reported that a physician attempted arteriotomy closure using a proglide device during an unk procedure. The foot would not retract and the physician could not retrieve/remove the device from the artery/wound track. The device was removed by an unspecified procedure. The pt was reportedly doing fine. No add'l info available.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received, however, the lot number was provided. Review of the device history record for this lot is forthcoming. A supplemental report will be submitted with any relevant info.